Event description:
Pt stated she experienced some chest pain 2 wks ago. At hospital 3/19/97 to receive chemotherapy. Chemotherapy would not infuse through vascular access. Pt sent for x-ray. X-ray revealed separation of tubing from the injection port section and the tubing section was located in the pt's left lung. Radiologist removed tubing section.